Event description:
It was reported to boston scientific corporation that a wallstent biliary device was implanted within a stricture in the common bile duct during a procedure on an unknown date. According to the complainant, on (B)(6) 2011, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the interventional radiologist noticed that there was epithelial hyperplasia in and around the wallstent. Reportedly, the ingrowth and overgrowth were affecting the patency of the stent. Subsequently, a gastroenterologist decided to implant a second stent within the wallstent. The patient's anatomy was dilated prior to the stent placement and the procedure was completed with a wallflex stent. The physician was "very pleased with the outcome." There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4) the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.